Manufacturer narrative:
Date of event is estimated. During processing of this event, attempts were made to obtain patient's weight. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported patient's lead had high impedances. Patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-o